Event description:
A malfunction alarm, identified as malf 1, was reported. There was no adverse impact on the customer's blood glucose level. Technical support arranged for a replacement pump to be sent and instructed the customer on returning the faulty pump using a pre-paid label. The customer was advised to use multiple daily injections as a backup therapy.